Event description:
It was reported that the customer is requesting a log review to analyze how a nurse set up 2 IV infusions and what she did on the pcu and channels. There is no pump malfunction. Customer would like an explanation of the entries on the event log. There was patient involvement and no harm. Customer reports the event occurred at (B)(6) 2025 around 10:20 pm. Insulin (3.2ml/hr) and saline (991.7ml/hr) were infusing at the time. The customer is requesting a review of when the chamber door opened and closed by the nurse. Customer also provided the following information: the pump alarmed and when nurse went to check on it, the insulin infusion was empty. Customer would like to know if the insulin infusion was programmed to run as saline at 991.7ml/hr. When did nurse open up the channel doors to place tubing for insulin and for saline? Which side of the pcu were the channels located for each infusion?

Manufacturer narrative:
Correction: describe event or problem. Additional information: imdrf annex b code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer has event logs need to be analyzed to potentially explain how a nurse set up 2 IV infusions and what she did on the pcu and channels. There is no pump malfunction. Customer would like an explanation of the entries on the event log. There was patient involvement and no harm. Customer reports the event occurred at (B)(6)2025 around 10:20 pm. Insulin (3.2ml/hr) and saline (991.7ml/hr) were infusing at the time. The customer is requesting a review of when the chamber door opened and closed by the nurse. Customer also provided the following information: the pump alarmed and when nurse went to check on it, the insulin infusion was empty. Customer would like to know if the insulin infusion was programmed to run as saline at 991.7ml/hr. When did nurse open up the channel doors to place tubing for insulin and for saline? Which side of the pcu were the channels located for each infusion?

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over-infusion of insulin was confirmed during a review of the device logs and is being attributed due to use error. An internal and external inspection of the devices could not be performed due to no devices being returned for investigation. The date was reported as 30nov2025. The time of the event was reported as 10:20 pm. A review of the returned error logs showed no errors. The error log for pump module s/n (B)(6)was not returned. A review of the suspect pcu¿s event log showed that on 30nov2025 at 10:21 pm the suspect pcu was powered on and shortly after suspect pump modules s/n (B)(6)and s/n (B)(6)alarmed safety clamp open. At 10:33 pm suspect pump module s/n 17511014 received a remote IV: drug amount=100 units, diluent volume=100 ml, dose=3.2 units/h, drugid=376 (insulin), rate=3.2 ml/h, volume to be infused (vtbi)=100 ml. Primary volume infused (pvi)=0 ml, secondary volume infused (svi)=0 ml. At 10:53 pm suspect pump module s/n (B)(6)received a remote IV: infusion type=im fluid, drugid=4 (0.9% normal saline), rate=991.7 ml/h, vtbi=2000 ml. Pvi=0 ml, svi=0 ml. Six (6) minutes later, the suspect pump alarmed air in line, the user selected the silence key and channeled off the unit. Pvi=102.407 ml at 11:04 pm the user stopped the infusion on suspect pump module s/n (B)(6)by channeling off the unit and shortly after selecting the device. Five (5) minutes later a remote IV was received: infusion type=im fluid, drugid=4 (0.9% normal saline), rate=991.7 ml/h, vtbi=1000 ml. Pvi=1.63 ml. At 11:19 pm suspect pump module s/n (B)(6)was added but there were no infusions recorded for the reported date. At 11:55 pm the user selected the pause key on suspect pump module s/n (B)(6). Pvi=763.63 ml. Testing of the devices could not be performed due to no devices being returned for investigation. Bd alaris system user manual v12.3 states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of insulin is being attributed due to use error. The suspect pump module s/n (B)(6)was programmed to infuse 0.9% normal saline at a rate of 991.7ml/h and allowed to run for six (6) minutes, resulting in a total volume infused of 102.407ml. This value corresponds to the reported insulin container volume of 100ml. Additionally, the log review confirmed that the suspect pump module s/n (B)(6)was initially programmed for an insulin infusion at the reported rate of 3.2ml/h with a vtbi of 100ml. The infusion was stopped thirty (30) minutes later and subsequently, programmed with an infusion of 0.9% normal saline at the reported rate of 991.7ml/h and vtbi of 1000ml. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.